Manufacturer narrative:
There were no (B)(4) devices of lot number c616110 in stock at the time of the complaint investigation. One x (B)(4) of lot number c616110 was returned for eval. The introduction system and the stent were returned. The safety wire was not returned. The stent was not attached to the introduction system. It is not possible to determine the root cause of this complaint as there was no damage/malfunction observed that could have caused the complaint issue. Prior to distribution, all (B)(4) devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the (B)(4) devices of lot number c616110 revealed no discrepancies that could have caused the complaint issue. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare.

Event description:
The stent was released but when the doctor tried to remove the introduction system, the stent was also removed because the stent was stuck to the introduction system. Another stent was placed following removal of the first stent. There were no adverse effects on the pt.